Manufacturer narrative:
(B)(4). The customer reported that the monitor fell from the wall while she was adjusting it's position. No pt harm was reported. The quick-release button was reported as being pushed in. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor fell from the wall. No pt harm was reported.